Event description:
Overdelivery related to pt tampering reported. It was reported that the pt pryed the door open with a nail file and self administered approx 5.0 to 10.0mg of dilaudid by pushing the plunger with the file. Prescription info was not available since the prescription had been changed frequently per physician order to control pain. There were no adverse effects or oversedation noted at the time of the event. Immediately after the event, the pump went into an error code alarm alert. Tampering was not suspected at that time and the pump was replaced. Therapy continued with the replacement pump without further event. Though requested, there was no add'l info available.